Manufacturer narrative:
H2: additional information: additional information was received. See b5. H2, h3, h6: device evaluation: a medtronic representative visited the site to evaluate the equipment. No failures were found. Code 10 is applicable, as are previously reported codes 3221 and 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a delay to the procedure of about twenty minutes. There was no reported impact to the patient. Nobody but the patient was in the room at the time the unused spin was taken.

Manufacturer narrative:
H3) a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the site used both the navigation and imaging systems in a case since the initial complaint without issue.

Manufacturer narrative:
H2: additional information was received. B5 has been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9 733686, serial/lot #: 2.1.0. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was having trouble receiving exams from the imaging system. They took 2 spins with 2 different reference frames. The first spin transferred with no issue. The second spin did not automatically transfer. They had taken a 2d scout shot prior to the transfer completing, and afterwards they were unable to manually push the spin. They rebooted the navigation system and were then able to push the spin. At the end of the case they did 3 post-op spins. The 3rd one didn't transfer to the navigation system, but at that point they did not need it to be navigated. Length of surgical delay and impact on patient outcome is not known at this time. There was one unused spin.